Event description:
MFR received user facility report describing a pt with chronic pain and spasticity due to a multiple sclerosis diagnosis and underwent surgery for implant of a synchromed infusion system. During the catheter implant procedure multiple attempts were made to advance the intrathecal catheter through the placed spinal needle, however, resistance was met. While the spinal needle was being withdrawn, the catheter also came completely out. It was immediately apparent that there was approx 14 cm of retained intrathecal catheter at the l2-l3 spinal level. Under fluoroscopy, multiple attempts to retrieve the retained portion of intrathecal catheter were unsucessful. The pt was implanted with a second catheter, and the pump was placed without difficulty. Post operatively the pt was admitted to the hosp and had a CT scan which identified the intact intrathecal catheter at the l2 spinal level, as well as the fragmented catheter segment at the l3 spinal level. The proximal end of the fragmented catheter was in the epidural space, and the remainder was into the thecal sac. A neurosurgeon was later consulted and the pt returned to surgery in attempt to have the fragmented catheter segment removed, however, this surgical attempt was also unsuccessful. Add'l info has been requested from the reporter including specific pt/device info for further investigation into the reported events. A follow up report will be sent when new info is received.